Manufacturer narrative:
Images of the affected administration set as it was received by (B)(4) were provided on 11/27/2019. The location where the tubing connects to the cassette had been broken and detached. The lot number of the affected administration set was unknown. However, based off the images of the administration set provided by the distributor, this administration set was manufactured with the new design of the cassette connection. The distributor confirmed that the only administration sets with the new design sent to the end user were from lot # 1903007. Further investigation found that this lot # 1903007 was also tested as part of a scar by the contract manufacturer. This lot # 1903007 was tested to tensile strength requirements per iso 8536-9(2015) and passed all testing criteria. This leads to the conclusion that the broken administration set connection was due to excessive physical force.

Event description:
On 11/25/2019, a distributor of infutronix reported a tubing leaking issue: "stopped infusion about 8 hours into a 46 hour infusion. The pt. Stated that she thought the bag was leaking so she double bagged everything. When she came in this morning, the bag of 5fu had leaked and was completely empty. The plastic connector between the tubing on the outside of the cassette and the tubing inside of the cassette had broken." The contract manufacturer of the affected device is podo xingda (tianjin) medical co. Ltd.